Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing service code 204 (belt/monitor unusable).